Event description:
An end user reported he noted red peristomal skin where the stomahesive paste was applied. The end user stated his skin is intact and he is not experiencing any pain. The end user has a double barrel colostomy and the red peristomal skin is located between these two stomas. The product was in use for 3 days.

Manufacturer narrative:
Based on the available information this event is deemed a serious injury. The end user stated he is applying stomahesive powder and a non-convatec no sting protective barrier wipe. The end user was educated on crusting using stomahesive powder and protective barrier wipes. Samples of eakin cohesive seals and larger wafers were to be sent to the end user. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected. Reported to the FDA on (B)(6) 2013.